Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited low out of range pacing impedance measurements and triggered an alert due to the value being below the set range. The setting was changed to bipolar pacing. No adverse patient effects were reported. This pacemaker remains in service.